Event description:
It was reported that the doctor was performing a lap gastric bypass. It was reported the max wouldn't work when the doctor pressed on the max of the footswitch in the case. Near the end of the case, both min and max stopped working. No pt consequence.